Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss could not be verified as the suture, posterior needle tip, link, and both cuffs were not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, the reported difficulty and subsequent unexpected medical intervention appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional prostyle device referenced is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of a moderately calcified left common femoral artery using a prostyle device after a lower extremity interventional procedure using a 6f sheath. Reportedly, a cuff miss occurred. An attempt was made with another prostyle device; however, a cuff miss also occurred. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.